Event description:
It was reported that the procedure was to treat a lesion in the distal internal carotid artery with 95% stenosis, heavy calcification and heavy tortuosity. The acculink carotid stent system partially deployed and was removed. Another acculink stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent returned deployed). Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal shaft was bent in the heavily calcified, heavily tortuous and 95% stenosed anatomy resulting in preventing the shaft lumens from moving freely; thus, resulting in the reported activation/deployment failure. Manipulation of the device resulted in the noted wrinkled sheath. Reportedly, after removal from the anatomy the stent deployed as it was manipulated. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information d4 - lot # updated d4 - model # added corrections: d1 - brand name updated d2a - common device name updated d3 - name updated d3 - address, city, postal code updated

Event description:
Subsequent to filing the initial MDR, the following information was received:the stent was manipulated after removal from the anatomy and deployed. No additional information was provided.